Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector was dropped and partially working. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded the detector was dropped, resulting in a limited exposure area. The defective detector was replaced, and the system was tested and returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported the detector was dropped and working partially. The device was not in clinical use and there was no patient or user harm.